Event description:
Under-sensing and oversensing on the atrial dipole signal. Under-sensing led to detection in the vt2 zone. Programming recommendations discussed. Device remains implanted.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.